Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from yes to no.

Event description:
It was reported that during the flushing process of the 4x12 mm herculink elite stent delivery system (sds), the stent was noted to have moved on the delivery system. There was no device use or patient involvement. It was noted that force was used to remove the sheath/stylet due to resistance. Another herculink elite sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.